Event description:
It was reported that the femoral canal tip was being used in a procedure when it broke while washing the femoral cavity. It was confirmed that the tip or no fragments from the tip fell into the surgical site. The procedure was completed successfully using a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Customer discarded.